Event description:
Spinal cord stimulator battery changed due to malfunctioning / dead battery. The device had been in place for approximately 10 months when this event occurred. In the history & physical and the operative report, the physician indicated "nonfunctionable scs battery" & "malfunctioning/dead battery." This facility has not had this kind of problem reported with this device in the past.======================manufacturer response for spinal cord stimulator battery, system rechargeable eon mini model 3788 (per site reporter).======================none known by reporter.what was the original intended procedure?st. Jude spinal stimulator battery exchange.device #1is this a laboratory device or laboratory test?no.